Manufacturer narrative:
On (B)(6) 2021, the customer alleged the insulin pump alarmed pump error 43 and blank display. Thus software was utilized and downloaded trace/history files properly. After battery installation, no blank display noted. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected blank display, pump error 43 alarm noted during testing. However found nine pump error 43 in the device history on (B)(6) 2021 03:10:01. To 04:40:08. Device was cut open and found moisture damage on the battery connector, internal battery connector, force sensor, electrical board 1. The force sensor offset measured within specific range during testing (26.2 milivolts). The motor was tested outside of the device on the stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Device had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). In summary, device display properly and no blank display noted. However, device received multiple pump error 43 alarm in the device history download due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and blank display. Customer states that battery was changed and frozen display did not recurred. Display did not return after insulin pump restart. Customer was able to successfully clear the alarm. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.